Event description:
A report was received that during a lead revision, the physician discovered that the port plug was not completely inserted in the ipg. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician discovered that the port plug was not completely inserted in the ipg. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual, electrical and performance test done. The device exhibits normal device characteristics.